Event description:
It was reported that during a coronary drug eluting stenting treatment procedure shaft breakage occurred. The physician removed the taxus liberte' 3.00x16mm and when he removed it from the cover, it was bent contrary to the side it was originally rolled. The physician attempted to unroll it, the distal part of the tube broke. The procedure was completed with another of the same device.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken at approximately 77.1 cm distal to the catheters strain relief. The device appeared to have been kinked at the point of separation. Complaints of this nature are consistent with excessive force having been applied to the device. It is noted that the problem occurred at preparation. The device never entered the patient. The manufacturing records have been reviewed, and no issues or discrepancies were found. The most probable root cause for this event is unknown.